Event description:
The customer reported approximately one fourth cup of clear diluent leaked under the instrument and on the counter involving the coulter lh 750 hematology analyzer. The customer also observed no differentials on several patient samples and stopped the instrument. The customer indicated no erroneous patient results were generated. Patient results were not impacted. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and face shield and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer has an exposure control plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) noted fluid leaked at the first shear valve due to a clog in the sample line which caused back pressure on the sample delivery lines. The fse replaced the sample delivery lines and ensured secure fittings. The fse replaced the blood delivery line and t-fittings. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications. (B)(4).